Event description:
It was reported that the user experienced maladaptation of the ilet system that resulted in incorrect meal-size announcements and low glucose events, and a factory reset was performed with guidance. Symptoms included hypoglycemia with a reported nadir of 42 mg/dl accompanied by dizziness and shakiness. Outcomes included user-performed oral carbohydrate treatment with candies, with blood glucose reported at 125 mg/dl at the time of the call and no escalation of care. Investigation included remote troubleshooting and education culminating in a factory reset. Investigation of this case revealed that the device required reinitialization due to maladaptation affecting meal processing, with no additional device component issues reported. It was concluded, based on previously established findings for similar reports, that the cause was user¿device adaptation issues addressed by factory reset and education.

Manufacturer narrative:
Initial.